Event description:
It was reported that implantation of an impella cp could not be completed due to the patient's anatomy. The pump could not pass beyond the iliac in the longer 14fr sheath. No patient harm was reported.

Manufacturer narrative:
A2 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The product evaluation revealed a kink in the cannula.

Manufacturer narrative:
Delivery issues. The clinical details state that the impella was unable to the iliac artery below the bifurcation of the descending aorta due to calcification. Based on the clinical details, the root cause of the delivery issues is most likely due to the patients condition as they had calcified vessels and could not pass the pump. Product damage (cannula kink): this fm was added based on the investigation the product evaluation revealed a kink in the cannula. The root cause of the product damage (cannula kink) is most likely due to the patients condition as there was difficulty passing the bifurcation based on the calcification. B5 updated to include cannula kink issue description. D10 concomitant medical products and therapy dates updated.